Event description:
The hook on sling broke when pt was being transferred in a maxilift from bed to chair. The chair fell to the floor. Pt hit her head on the floor; she is left with a bump on her head.